Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient had an unrelated medical procedure wherein the patient's ipg was turn off and it was indicated the system was not placed into surgery mode. The patient controller app displays the message: "cannot connect to generator / the generator is not responding / contact your clinician to fix the problem". Trouble shooting was undertaken with an abbott representative wherein the patient's ipg was recovered and access to therapy was restored.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. A rep was able to troubleshoot and restore communication with the device. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.